Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found lens haptic broken. Dimensional inspection found that the lens was within specifications. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.5/+2.5/84 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to the patient experienced excessive vaulting. As of the day of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found lens haptic broken. Dimensional inspection found that the lens was within specifications. Claim# (B)(4).